Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary screen was frozen and not able to pull medication from entire pyxis. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen and not able to pull meds for entire pyxis. A technical support specialist connected to station and directed the customer how to proceed from the bios screen and the pyxis app launched successfully. The tss and customer was not able to access device from remote support service (rss), then restarted remote support service (rss) services and tried again. The customer confirmed that station was operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary screen was frozen and not able to pull medication from entire pyxis. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.